Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several small air bubbles were observed coming out of the cartridge. Blood glucose level was 119 mg/dl. A cartridge change was performed resolving the issue.